Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized, cauterized and recognized all ports and instruments. The errors were not replicated.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy (endometriosis resection) surgical procedure, the customer reported to technical service engineer (tse) that an erbe generator was faulting. The erbe generator gives a c-01 error every time the surgeon fires energy. The tse verified the c-01 error on lower monopolar port. The tse had the customer move the monopolar cable to the top port, but the error persisted each time the surgeon tried to fire. The customer had already tried a hard power cycle of the erbe generator, but the errors persisted. The erbe generator faulted with a u-02 error after powering back on. The tse had the customer power cycle the erbe generator again but faulted with error u-02. The customer has opted to bring in another vision side cart (vsc) to continue with procedure. Tse verified matching software on the system. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The erbe was working okay for the previous case, but with errors. They managed to finish the previous one, but the generator failed for the second case. They had to call technical support (dvstat). The actions taken to resolve the issue was unplug and plug the cord, powering the unit off and on for multiple times, but later it just failed with screen with no numbers. They finished the case without using anymore cautery but changed the generator for the following case. The procedure was robotically completed in the same original configuration.